Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the foreign objects in the jet tube, the foreign objects in the control section, and the dirt on the objective lens was not established. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service center identified that the device had foreign objects in the jet tube, foreign objects in the control section, and dirt on the objective lens. There was no patient involvement.